Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part: 314.270, lot: 2081, manufacturing site: bettlach. Release to warehouse date: 07. Aug. 2000. DHR not available as device is older than 18 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to se_075477 (filing and archiving of specification documents) version ai, which was in place till august 2014. H3, h6: a product investigation was conducted. Visual inspection: scrdriver-hex-lrg ø3.5 w/groove l245 was received at cq (quantity 1 part# 314.270 lot#2081). Upon visual inspection at cq, it is observed that there were no signs of stains and the peel pouch was not returned. Thus, the reported complaint is not confirmed. As the device is more than 10 years old there might be the leakage from the handle when the sterilization process took place. Document/ specification review: relevant drawings for the returned device were reviewed (both current and from the time of manufacture), and no issues were identified. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. No stains were observed and the pouch with stains was not returned. Thus, the reported condition cannot be confirmed a definitive root cause could not be identified. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that following sterilization on an unknown date, three screwdrivers left a stain in the peel pouch. There was no reported patient consequence. This report is for a large hexagonal screwdriver. This is report 1 of 3 for (B)(4).